Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied in anastomosis during a hand assist laparoscopic sigmoid colectomy, it was stated that there was a poor staple formation, staple line was incomplete and the patient had a leakage at the anastomosis site. A protective loop ileostomy was created as a surgical intervention. The surgical time was extended to 30 minutes or more as a result of the event and patient will be brought back to surgery in 6-8 weeks to reverse ileostomy and take down.